Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not getting good relief. X-ray showed that the patient's lead was fractured. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that x-ray also showed that the leads had moved and some of the contacts came off the lead. The physician confirmed that there were no contacts left inside the patient's body.

Event description:
A report was received that the patient was not getting good relief. X-ray showed that the patient's lead was fractured. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-8216-70 (sn (B)(4)) the complaint was confirmed. The returned paddle lead exhibited extensive damages. Visual inspection revealed that paddle is missing electrodes # 1,3-12,14,15. One tail was cut from the paddle and the remaining one is held from paddle only by one cable. The majority of cables near the paddle was pulled and exposed. In addition, the electrode # 16 in the paddle was damaged. X-ray inspection found broken cables inside the paddle which belong to the missing electrodes.

Event description:
A report was received that the patient was not getting good relief. X-ray showed that the patient¿s lead was fractured. The patient underwent an explant procedure.